Manufacturer narrative:
Further information was requested, but not received.

Event description:
It was reported that a patient presented in-clinic for an explant procedure. Prior examination of the patient's implantable cardioverter defibrillator revealed an unspecified issue, which resulted in the ICD being explanted. The ICD was explanted and replaced on (B)(6) 2022. The patient was in unknown condition.

Manufacturer narrative:
Correction: h1: field should be marked as a serious injury instead of malfunction as previously reported.

Event description:
New information received notes that the patient's implantable cardioverter defibrillator was explanted due to normal elective replacement indicator (eri). No additional allegation of malfunction was noted.

Manufacturer narrative:
Additional information: b5: field should include new information regarding explant due to normal eri. Correction: h6: field should be corrected to reflect no apparent malfunction and device no returned. Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.